Event description:
It was reported that when using the bd pyxis medstation system, the remote manager was not opened during its use, which hindered users from accessing medication for a patient. This incident resulted in a delay in dispensing medication to the patient, and there was no patient harm. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the remote manager failed to detect a closed status. A field service engineer replaced the latch, wire harness, and also applied electrical grease to the contacts to resolve the issue. The system functioned as intended after the field service engineer repaired the device.